Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the patient chemo therapy was not delivered between two days from the pump. The patient received the medication dose the following day. As a result of the delay administration of therapy the patient suffered neutropenia with fever requiring hospital admission.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be user programming issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H6: health effects, health impact updated.